Event description:
It was reported that the device was used during a lap nissen. It was reported by the rep that pneumo leaked when the outer gasket on the optiview trocar tore. There was no consequence to the pt.